Event description:
Our rep is reporting that a pt underwent a successful arthroscopic acl repair on (B)(6)2010. Some time subsequently, the pt presented with an infection. A re-surgery was performed on (B)(6) 2010 or (B)(6) 2010. At this re-surgery the surgeon removed the fixation device and the allograft (rti). The surgeon did not re-fixate; is treating the pt with antibiotics and will reschedule a 3rd procedure for remedy when the infection is clear. Questions are out for further detail.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.